Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from themanufacturer representative (rep) stating when they attempted to connect to the ipg, they got a notification that the battery was depleted. They were under the impression this battery had been fully charged the day before the incident. This was not the case. The ipg had not been charged. They began the process with tech services. They opened a separate ipg to complete the case. There was not an issue with the physician waiting on them to connect to the new ipg. After the case, they were able to connect the recharger and begin charging the ipg that was depleted. It has not been returned for analysis.

Event description:
Additional information was received from the manufacturer representative (rep). Rep does not plan on returning the device. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that they had an ins that would not connect to the clinician tablet during an implant procedure. The caller indicated that they had charged the ins to 100% yesterday. During the call the caller tried to charge the ins, the recharger connected to the ins, and the charge status showed that it was depleted. The caller indicated that they plan to return the ins for analysis. The issue was not resolved through troubleshooting.